Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of the clinical study reported that no contributing factors of the decreased therapeutic relief was determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient reported minimal relief with the device and decreased therapeutic relief. The clinical diagnosis included decreased stimulation coverage. The device diagnosis was not applicable. The device was reprogrammed and the event resolved without sequelae. The event was related to the device or therapy, not related to the implant procedure, and not due to programming. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2014.